Event description:
Patient death occurred in the home. The green light on the concentrator was on signifying that machine was delivering the correct amount of oxygen. Upon return of oxygen concentrator to home medical, a post check noted that although the machine was operating and showing a green light, the percent of oxygen being delivered was only 55 to 56 %. The green light should have gone to red and the machine should have alarmed but did not. The patient death appears to be due to medical condition. It is unclear if patient was in distress due to low oxygen or medical condition.